Manufacturer narrative:
There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. (B)(4). Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. Fs determined the trigger pump was the issue and the part was replaced. There have been no further reports of discrepant results since the pump was replaced. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect i2000sr analyzer. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on an (B)(6) yr old male patient. Results provided: (B)(6) 2021 sid (B)(6) = 24.7 / 25.5 / 172.3 ng/l. Customer¿s reference range: females < 16 ng/l is negative, males < 34 ng/l is negative. No impact to patient management was reported.